Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.5 color: blue battery life remaining: greater than 8 months per visual inspection: cap does not fit securely to inpen. Customer reports: inpen app is not recording the exact doses dialed on the inpen. Insulin pump paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. Inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Inpen did not produce any false dose logs during investigation. The patient complaint of dose log inaccuracies could not be confirmed.

Event description:
Information received by medtronic indicated that the insulin pen had dose log inaccuracy. Customer stated that the dose amount was recorded which was not greater than 1.0 unit. No harm requiring medical intervention was reported. The insulin pen will be returned for the analysis.